Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-06658 and 2134265-2016-06759. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During the procedure, the physician tried to initiate automatic pullback, however, the motordrive unit (mdu) failed to perform automatic pullback. It was also noted the imaging catheter was going in and out of recognition. When the mdu started to pullback, it did not stop so the physician opted to perform manual pullback to complete the procedure. Subsequently, it was also noticed that the system crashed twice and had to be rebooted. No patient complications were reported.